Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission an alert for low, out of range, low voltage lead impedance was observed on the lv lead. Patient was brought into clinic for further evaluation. Upon device interrogation, lead electrical testing was normal. Low lead impedance could not be reproduced in clinic with isometric and pocket manipulation testing. Programming changes were made. Lead will continue to be monitored. Patient was stable.